Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was having trouble regarding their device. Additional information was received from a consumer week later. It was reported that it doesn¿t work anymore; initially it worked really well, but it slowly became worse over the last 3 months. It was stated that they had adjusted the settings and believed that they had tried and worked each of the programs, but they were experiencing not emptying their bladder, leaking, and urgency. Troubleshooting found that stimulation was on and the patient switched programs on the call. It was noted that they would monitor their symptoms and schedule an appointment with their healthcare provider and manufacturer representative. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.